Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised one spoke from right wheel is broken into two pieces and laying in the bottom of the box.